Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not appearing on reports. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with customer on site, confirmed that information technology had rebooted the network switches over the weekend, restoring station communication, and approved closing the call. The system functioned as intended after customer resolved the issue.